Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer's pump displayed an insulin gauge reading of zero with a red x. The customer stated that there were no cartridge alarms or pump being reset. Tandem technical support assisted customer through reloading the same cartridge and was able to successfully load cartridge and resume insulin. There was no impact to the customer's blood glucose level.